Event description:
Info rec'd indicates the bed has no head up function.

Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.